Event description:
The following was reported via a literature article in the annals of vascular surgery journal, issued 2011; volume 25: 1078-1093. A (B)(6) woman who had already undergone an aiva angioplasty with stenting as well as an aivi and circumflex artery (cx) triple stenting procedure. Three weeks later the pt presented to the hospital with acute coronary syndrome; a new coronarography had then been carried out. It showed an intrastent thrombosis at the aiva level; it had been treated by placing anew active stent. The femoral puncture site had been closed with a 6-f angio-seal. During the coronary rehabilitation, the pt indicated that she was suffering from an intermittent claudication of the right lower limb. Clinically, she was presenting with a right iliac obliteration. Arterial doppler showed a damped waveform at the right common femoral artery level with an spi week, the pt was treated with an iliofemoral prosthetic bypass. (B)(4).

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instruction for use (IFU) instructs the user to asses the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy.